Event description:
Pt had a narrow distal aortic neck. The zenith graft was advanced via the pt's right femoral artery. However, the tortuosity present within the anatomy appeared to rotate the contralateral check mark to the opposite position in the aorta. Re-advancement of the device was attempted, but the positioning of the graft again rotated to the position preferred by the anatomy. Based upon the encountered complication the graft was deployed with the contralateral limb on the pt's right side. As the device was unsheathed and deployed in this position, the contralateral limb did not expand as fully as it could have at the opposite location. However, the contralateral limb was able to be successfully cannulated. Contralateral leg graft was then deployed in the graft as intended. An iliac leg extension had been planned to extend the ipsilateral iliac leg graft farther into the iliac artery, allowing for the correct sealing diameter in the vessel. Post angiogram noted the distal end of the leg graft had narrowed down, and was perceived as resulting in the viewed endoleak presence. Another iliac leg extension was deployed within the iliac leg graft to resolve the endoleak and increase the support at the distal segment of the graft. Final angiogram noted a resolve of the endoleak, patent right and left internal iliac arteries.